Event description:
It was reported that during procedure patient experienced a capsule tear on left eye which required 3 sutures. Doctor reported warmth around the phaco tip and sleeve in the main incision.

Manufacturer narrative:
Inspection and analysis of the unit was performed by field service engineer and no problem was found. The unit meets abbott medical optics specifications.